Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, restenosis occurred. The physician implanted a taxus express2 2.5x12mm drug eluting stent to the right coronary artery (rca). No pt injuries or complications were reported. Medications used during this procedure include; versed, fentanyl, angiomax and aspirin. Ten months post implantation, the pt presented wtih restenosis. Add'l info regarding this event is not available.